Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-10629, 1627487-2019-10630. It was reported that following a replacement surgery, the patient had a blood infection, inflammation, and a fever. In turn, the patient underwent surgical intervention in order to explant the system to address the issue. The patient was also administered antibiotics intravenously.